Event description:
It was reported that a user related error occurred when an expired unit of floseal was used on a patient. The expired unit was used on a patient during laparoscopic cholecystectomy procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/additional information: c: suspect products, d4: expiration date, g4: combination product. C: suspect products(s): drug sequence number: 1. Drug type: bla. Name and strength: floseal, unknown strength. Manufacturer/compounder: baxter healthcare - hayward. Therapy start date: (B)(6)2022. Therapy stop date: (B)(6)2022. Diagnosis for use: laparoscopic cholecystectomy procedure. D4: expiration date: the reporter indicated that the expiration date for this product was in july 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The most probable cause for this event is user error. The user was not aware that the floseal kit was expired at the time of use. Per the directions for use listed on the instructions for use (IFU), the user needs to inspect the integrity of the floseal matrix kit prior to use. Should additional relevant information become available, a supplemental report will be submitted.